Manufacturer narrative:
H6: per a review of the complaint file, omitted a140508 and a24

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 74-year-old female with an indication for use of acute myocardial infarction complicated by cardiogenic shock, with a pre support clinical status consistent with scai shock stage e, underwent mechanical circulatory support escalation. The patient was initially supported with va ECMO, after which an impella cp was percutaneously placed via the left femoral artery on (B)(6) 2026 at 12:08 pm for ventricular unloading. Upon crossing the aortic valve, a sudden drop in ECMO flows was observed. Per the physician, it appeared the impella was pinning one of the aortic valve leaflets, resulting in aortic insufficiency. The impella was subsequently explanted at 12:21 pm, with improvement in ECMO flows noted following removal. A clinical decision was then made to place an intra aortic balloon pump (iabp) to continue unloading efforts. Based on the available information, this event represents a transient, clinically observed interaction between the impella cp and the aortic valve during use in a critically ill patient receiving va ECMO support. The device was removed immediately, resulting in clinical improvement, and the patient survived without injury attributed to the impella. The device was not returned for evaluation, and definitive device analysis could not be performed.